Event description:
The patient was undergoing a medical procedure using a penumbra system 5max ace reperfusion catheter. During the procedure, the physician attached a rotating hemostatic valve to the 5max ace catheter, which then became fractured near the hub. The procedure successfully continued using a new penumbra system 3max reperfusion catheter.

Manufacturer narrative:
The 5max ace was fractured in the strain relief approximately 3.5 cm from the hub. The complaint has been evaluated. The complaint indicated that the 5max ace was fractured near the hub when it was attached to the rotating hemostasis valve (rhv). Evaluation of the returned device confirmed a fracture in the strain relief. This type of damage typically occurs due to improper handling during removal from packaging or preparation. If the 5max ace is manipulated at an angle during removal from packaging or insertion into the rhv, the strain relief may fracture due to excess force and bending. These devices are 100% visually inspected during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.